Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, a leakage was found at the connector and the connector between the board and the manifold was damaged. The damper was also broken. The real panel was found dirty and scratches/dents were noted on the top cover and front panel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus high flow insufflation unit due to loose parts being noted inside the subject device. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, a leakage was discovered in the connector. The connector between the cr board and manifold unit was also found to be damaged. This report is being submitted to capture the device evaluation findings.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. This information has no impact on the investigation results provided in the previous report. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that this event took place during a device demonstration and had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 13-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root causes of the leakage and damaged connector could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿place the high flow insufflation unit on a stable, level surface. Otherwise, the high flow insufflation unit may topple down or drop, and user or patient injury may occur, or equipment damage can result. To prevent the surface from being damaged, do not use a rough cloth.¿ olympus will continue to monitor field performance for this device.